Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the reason for call was caller stated that for the past couple months they have not been getting any relief from their symptoms. Agent had caller connect the handset to the communicator. Caller was able to successfully connect and saw that the therapy was actually turned off. Patient was able to turn therapy on, but not able to make any further adjustment as it always disconnects.. They lost their "programmer" and have been having issues connecting to their implant. Agent walked caller through connecting the handset and communicator to the implant. Caller saw no network connected. Agent reviewed the message with the caller. Caller was able to successfully connect for a short while, but always gets disconnected. Patient has restarted the handset multiple times but still having the same connection issues. The troubleshooting steps that were taken on the call did not resolve the issue as caller was still having difficulty connecting. The issue was not resolved. The caller was redirected to follow up with their doctor for further programming.